Event description:
It was reported that during a colonic stenting treatment procedure, deployment difficulties and handle brakeage occurred. A wallflex enteral colonic 27/22x 12 230cm stent had been advanced over an unspecified guide wire to treat an unspecified colonic lesion. During deployment, the stent moved from its intended location. The stent was recaptured and the device repositioned at its intended location. Another attempt to deploy the stent was made; however, this time the stent opened "early" and got "very stiff" after approx the first 4 cm. The stent catheter separated from the handle. The stent was unable to be deployed further. The stent was "easily removed: from the pt utilizing unspecified means. The pt's condition was listed as "stable". The procedure was rescheduled to be completed with another of the same device "next week".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.